Manufacturer narrative:
The reported lot number was valid. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious event of implant site swelling and the non-serious events of implant site erythema and skin texture abnormal were considered expected and possibly related to the treatment. The case was upgraded to serious status since it included the need for medical intervention with intravenous antibiotics and steroids for three days, as well as hyaluronidase injection, oral antihistamines and herbal treatments, to prevent permanent damage. The granular skin texture abnormality was considered expected since palpable lumps are included in labeling. Potential etiologies for the events include infection and inflammatory reaction. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a (B)(6)-year-old female patient concerning herself. No information about medical history, concomitant medicaitons or previous filler treatments was provided. The patient had no known allergies. On (B)(6) 2019, the patient received treatment with 4 ml of restylane (lot 15473) to cheeks (2ml per side) with 29g needle (unknown injection technique). 19 days later, on (B)(6) 2019, the patient had swollen (implant site swelling) and redness(implant site erythema) on both cheek and felt granular sensation (skin texture abnormal) on the cheek. The patient was treated with IV cefradine [cefradine], IV dexamethasone [dexamethasone] from (B)(6) to (B)(6)-2019, melilotus extract tablet (xiaotuozhi) [melilotus officinalis] and loratadine [loratadine] orally from (B)(6) to (B)(6) 2019. The patient also received injection hyaluronidase [hyaluronidase] on (B)(6) 2019. The patient recovered on (B)(6) 2019. Outcome at the time of the report: swollen was recovered/resolved. Redness was recovered/resolved. Felt granular sensation was recovered/resolved.